Event description:
It was reported that an ilet pump screen became unresponsive, preventing the user from accessing the device and completing a pending firmware update; the user attempted a device restart via the mobile app without resolution, and a replacement device was arranged. Symptoms included no injury or clinical effects. Outcomes included temporary loss of device function with need for device replacement. Investigation included customer-service troubleshooting with guided restart and review of device operability. Investigation of this case revealed a suspected display or user-interface malfunction consistent with a screen failure that did not recover after reboot. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction.